Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 12.5mmol/l. The customer stated the crack at the battery compartment runs to its backside. Customer reported the drive support cap is pushed in at an angle and unsure if it is protruded, loose, sticking out or flush. The customer does not recall pressing the cap while connected. The customer was advised to follow up their medically prescribed backup plan. Customer was advised that the device would be replaced.